Event description:
It was reported via facility medwatch mw5102685 that shaft break occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon catheter broke. No further information has been provided.